Event description:
Patient's leads were removed due to suspected infection at medial lead.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. It was reported that both of the patient's leads were removed prior to the planned end of treatment date due to a suspected infection at the medial lead. The patient experienced a nickel-sized blister at the medial lead exit site accompanied by yellow-tinted drainage from the site in association with this issue. There was no report of a culture to test for infection. The patient was reportedly prescribed antibiotics for treatment of the issue, per a representative in contact with the patient. The suspected infection reportedly resolved, per an update provided by a representative in contact with the patient. An approximately quarter-sized area of redness reportedly remains around the exit site, however.